Manufacturer narrative:
Device investigation summary ¿ it was reported that the head popped off of a helical blade coupling screw while being malleted during a hip intramedullary nailing procedure. The broken off piece was retrieved; the threaded portion that was still engaged to the helical blade but was able to be removed. The helical blade inserter (357.372 lot 6887629) did not malfunction, but may have been compromised during the removal of the screw. There was a 15 minute delay in surgery. The returned instrument was examined and the complaint condition was able to be confirmed. A definitive root cause for the inserter was unable to be determined however the complaint condition is typically associated with wear and tear and/or rough method of use over 3.5 years in the field (mfg 2/2012). The returned helical blade inserter shows significant use during its lifespan and appears to have received many errant hammer blows to the alignment knob and gold handle. The inserter exhibits numerous gouges and marks from repeated hammer strikes. The alignment indicator is unable to be removed, which is necessary for cleaning/sterilization purposes; the t-indicator freely spins. Technique guide documents the correct method for hammering and does not recommend hammering on the inserter. Although the exact cause cannot be determined, due to the received condition and the instrument age, this complaint condition was most likely caused by wear over the life of the device and the method of use. Device drawings were reviewed. No drawing issues or discrepancies were noted. The design is adequate for its intended use when used and maintained as recommended and did not contribute to this complaint condition. The complaint condition appears to be a result of the method of use. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Service history review ¿ part no: 357.372, lot no: 6887629. No service history review can be performed as this is a lot controlled item. The manufacture date of this item is 29-feb-2012. The source of the manufacture date is the release to warehouse date. The service history evaluation is unconfirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device is an instrument and is not implanted/explanted. The device was received, the investigation could not be completed, and no conclusion could be drawn, as product is entering the complaint system. A review of the service history records has been requested. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that the head popped off of a helical blade coupling screw while being malleted during a hip intramedullary nailing procedure. The broken off piece was retrieved; the threaded portion that was still engaged to the helical blade had to be wiggled out to remove. The helical blade inserter did not malfunction, but may have been compromised during the removal of the screw. There was a 15 minute delay in surgery. This is report 2 of 3 for (B)(4).

Manufacturer narrative:
Device history record review: part number: 357.372, lot number: 6887629: release to warehouse date: 29february2012. Manufactured by synthes (B)(4). Review of the device history record(s) showed that there were no issues during the manufacture of this product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.